Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete. A check of the manufacturing documents of the mentioned lot did not show any deviations of the specifications.

Event description:
It is reported that the device was implanted in 2007. Revision surgery took place the next month, due to the breakage of the ncb plate.